Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned device confirmed the reported deployment failure. The stent was found to be completely loaded in the system. A force transmitting component of the deployment mechanism was found to be broken causing the impossibility to deploy the stent by using the thumbwheel or fast track deployment lever. The stent could be deployed by using the rapid deployment ring during the performed function test. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may lead to high friction during the attempt to release the stent and subsequent deployment failure. As reported, the lesion had been pre-dilated. The reported application represents an off-label use of the device which is considered a contributing factor to the reported event. On the basis of the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." In addition, the IFU indicates that the lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. The safety and effectiveness of the device for a treatment as described has not been established.

Event description:
It was reported that during a stent placement in a pre-dilated right femoral vein graft anastomosis via access through a right femoral a/v graft, the biliary stent could not be deployed. Another device from the same brand was used to complete the procedure successfully. There was no reported patient injury.

Event description:
It was reported that during treatment in a right femoral vein graft anastomosis using the right femoral av graft as access, the stent failed to deploy. Another device from the same brand was used to complete the procedure.